Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 23027 experienced by the customer was associated with the left master tool manipulator (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The 23027 system error code appears when the da vinci si safety system determines that one of the health checks on a secondary joint sensor on the arm did not pass. Upon determining these conditions, the safety systems put da vinci si in a recoverable safe state. The mtml was returned to isi for evaluation. Engineering determined that the flex circuit going from the axis 2 potentiometer to the embedded serializer (esmb) was loose, thus generating the system error code experienced by the customer. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the set up for a da vinci si hysterectomy procedure the site experienced system error 23027. The surgical staff pressed fault over ride and continued with the system set up. The system was docked to the patient and the surgeon began to work from the surgeon side console when the system error 23027 reoccurred. With the assistance of an isi technical support engineer the site back drove the master tool manipulators (mtms) with the system on and then off, however the system error 23027 continued to occur. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.